Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter damaged and leaked on (B)(6) 2025, a patient was admitted to the hospital with a new cerebral infarction and required intravenous infusion. While administering the infusion, the medical staff opened the cannula and found that it was broken, causing fluid to leak out and rendering it unusable. It was immediately replaced.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4233027): 1) the products of this batch were assembled at intima ii auto line 4 in oct 2024 and packaged at r245 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific broken and leakage site of the indwelling needle. 3. The retained sample of this batch is taken for leakage test, the leakage test is qualified, and the test in accordance with product specifications, no leakage was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for further examination, the damage state of the defective sample cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.